Manufacturer narrative:
Date of event: exact date unknown, event occurred over the last several months.

Event description:
It was reported that the patient was experiencing increased charging frequency. The patient underwent a revision procedure wherein the old ipg was replaced with a magnetic resonance imaging (MRI) compatible one. The patient was doing well postoperatively and the explanted ipg will not be returned as it was kept by the medical facility.